Event description:
The complainant alleged during biomed testing, the device's analyze/charge button does not function properly. The complainant indicated that there was no pt involvement in the reported malfunction.